Event description:
The physician attempted arteriotomy closure with a techstar xl 6fr device. According to the medwatch report received on 8/30/1999, the device was lodged in the artery and required invasive intervention for removal. No additional info could be gathered regarding this event.